Event description:
Per the clinic, the patient experienced an infection at the external coil site and was administered with topical antibiotics (specific date and duration not reported). The implanted device remains.

Manufacturer narrative:
This report is submitted on august 26, 2022.